Event description:
As reported, a 'sof-flex pediatric double pigtail ureteral stent set' was placed on (B)(6) 2024 for a stent re-implant procedure and fractured at the patients home on (B)(6) 2024. The patient reported to have pain and passed part of the stent at home; the patient then returned to the user facility for removal of the remaining stent fragments removed from the urethra and bladder. Another stent was not placed. The stent was not set to be removed for another 2 wee ks. A section of the device did not remain inside the patient¿s body. The patient did not require any other additional intervention or experience any other adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = k180053 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.